Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during central processing, the 8mm monopolar curved scissors (mcs) instrument's manipulation was very difficult. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. The instrument underwent external and internal visual inspections, and no issues were identified. Manual articulation of the inputs was performed and passed without issue. The instrument was then placed and driven on an in-house system, where it successfully passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions, and the blades opened and closed properly. The instrument also passed the electrical continuity and energy delivery tests, as well as the cut test. No motion-related issues were observed during failure analysis. The instrument was determined to be fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.